Event description:
When the implantable neurostimulator (ins) was off, the pt felt a shocking or jolting sensation at the lead/extension connection location. Impedance readings were within normal limits. Movement caused the stimulation to change. The ins was reprogrammed. The pt had better stimulation after the reprogramming. It was noted that the pt had recently lost approximately 50 pounds. The anchor/lead/extension connection was more superficial. They planned to do a revision to bury it deeper. Additional info has been requested, a follow-up report will be sent if additional info becomes available.